Event description:
Customer reported to beckman coulter, inc. (Bec) that the immage immunochemistry system wash station was overflowing on prime. Customer reported that the sample probe wash station was not draining and fluid was leaking from the instrument. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced a filter at the vacuum point of the wash port to resolve the fluid backup. The fse verified the repair was performed per established procedures.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).